Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The setscrew marks on the connector pin were too proximal. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. During the replacement procedure to implant a lead, the lead dislodged after slitting and hooking up to the device. The lead was not implanted. No patient complications have been reported as a result of this event.